Manufacturer narrative:
The previously reporter listed dr (B)(6) was incorrect; the correct reporter is (B)(6)- device technician.

Event description:
It was reported that the patient presented in emergency room due to inappropriate high voltage therapy for svt. There were no other symptoms or anomalies. The issue was resolved by the reprogramming of the device. The patient is stable and being monitored normally.